Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform any test due to complete damaged to the lcd glass.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was broke, the screen cracked on the insulin pump. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.